Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 around 10:35 a.m. A telemetry patient experienced an episode of ventricular tachycardia (vtach) that did not generate an audible or flashing visual alarm at the central station. The alarm message was displayed on the telemetry central station and the alarm was captured in the retrospective database. No one was injured as a result of this event.

Manufacturer narrative:
Audible and visual alarm data was collected from the central station and analyzed for evidence of alarm indicators during episodes of ventricular tachycardia (vtach). Findings from this data indicate that an audible alarm tone was initiated and that the waveform zone flashed for episodes of ventricular tachycardia. Thus, per episodes collected during investigation, appropriate audible and visual alarm notifications were provided and the device performed to specifications. We know of no reason that alarm notifications would not have been present at the time of the complaint episode as these indicators operated according to specifications when tested by a spacelabs¿ field service engineer. This investigation is considered complete and the issue closed.